Event description:
Boston scientific received information that this device was purchased on the black market. Boston scientific technical services (ts) answered questions regarding the specific model and recommending verifying the device was still sterile if planning to implant it. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.